Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Error code 40074 was present on startup point at endoscope system controller (esc). Fse replaced the esc. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The esc was returned for failure analysis, and the reported failure was confirmed but not replicated. A visual inspection found no issues related to the reported failure. In system logs, error 307 was found, confirming the fault occurred in the field. However, error 307 was followed with error 31089. The unit was installed onto a known good in-house system and did not trigger any error during startup. The unit was able to engage with the endoscope. The system was powered cycle multiple times and no issues were observed. The system idled for some time and was in good condition and did not experience any loss of video. An instrument driving test was performed, and the system functioned as designed. Failure analysis concluded that no root cause could be attributed to this issue. However, the root cause is likely an electrical component problem within the esc.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the error 40074 pointed to the endoscope system controller printed circuit assembly (escp) and the ap5000. The customer did an emergency power off and breaker reset prior to calling in and did a second breaker on the vision side cart (vsc) with no change. This was a hard fault and a down system. The procedure was aborted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred before ports were placed. Another system was used to complete the case.